Event description:
During review of programming and diagnostic history, it was observed that the vns patient¿s device was programmed to settings indicative of an interrupted system diagnostic test on (B)(6) 2012. No patient adverse events were reported.

Manufacturer narrative:
Review of the available programming and diagnostic history.